Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. The device was reset in the laboratory and reverted to normal operation. The cause of the device triggering safety mode was not able to be determined through laboratory testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that, at an attempted implant, this pacemaker had declared safety mode prior to being taken out of storage mode. The device was not used. No adverse patient effects were reported.